Event description:
Failure to alarm: the patient¿s dressing/soft port had lifted completely on one side, and the soft port and the gauze were both puffed up. The pump was on and running, but was not signaling a leak alarm.

Manufacturer narrative:
Smith & nephew received the above reported complaint for failure to alarm. No samples, pictures or lot number information were provided or received for evaluation, therefore, a device history record review investigation could not be performed with the limited information provided. Regarding dressing lifting, a reasonable explanation could be that the dressing became detached due to the location of the wound. The location of the wound is the sacrum area and therefore, this could have proven to be challenging in maintaining a seal. Regarding pump not leak alarming, the pump operates normally for leak rates up to a range of 2.5 -3.5 l/min but is designed to alarm for excessive leak if triggered by pressure differentials between pump pressure selector setting and the sustained pressure measured on gauge, reacting as an indication that the desired sustained pressure is not stable due to a leak. A possible root cause is that in the normal operation of the soft port, dressing absorbed exudates that slowed down the transport of freshly pulled exudates in system. In that circumstance, the pump maintained negative pressure as reported, and canister was receiving a smaller volume due to partial occlusion in soft port. This is corroborated by the complaint description where it indicates that the dressing was found ¿puffed up¿. This issue has been confirmed. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labeling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.